Manufacturer narrative:
Device not returned.

Event description:
It was reported by sales rep that a valve was explanted after a 43 month implant duration. In 2009, operative report indicating device explanted due to aortic insufficiency with perivalvular leak that has gotten fairly sizable and has been read as severe on his echocardiogram.